Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction/defect found from the device. A field service engineer confirmed that the issue was resolved by customer. The user consistently had immediate access to all medications without any delays and was not obtaining medications for the patient during failure. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.